Manufacturer narrative:
A ge rep evaluated the system and sent images to factory for diagnosis.

Event description:
Customer reported poor image quality and a network error. No pt injury was reported.